Manufacturer narrative:
A visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture were returned. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the simultaneous deployment of t2. Further investigation is warranted at this time.

Event description:
It was reported that during a meniscal repair, after the t1 was deployed, the t2 simultaneously deployed. A same model backup was utilized to complete the surgery.